Event description:
Heartmate 3 lvad patient with chronic nocardia infection and chronically draining fistula presents with spontaneous rupture of abscess along the proximal driveline tract requiring IV antibiotics, surgical I&d, and vacuum dressing for management. IV antibiotics were transitioned to oral suppression prior to hospital discharge.